Event description:
It was reported that after insertion of the catheter, the physician recognized that the values were incorrect. Therefore, the physician decided to change the catheter. After retraction of the catheter it was noticed that the soft tip of catheter became detached from the catheter in the patient. It was further reported that the tip could be retrieved as it was still adherent to the guide wire. Another catheter was used. Patient died one day later for an unk reason. An autopsy will be performed.

Manufacturer narrative:
The device has not been returned for evaluation.